Event description:
On (B)(6) 2006, this patient underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2013, the patient underwent reintervention for a type ii endoleak, reported to be originating from an inflow vessel just proximal to a hypogastric branch artery. Coil embolization of the aneurysm sac near the bifurcation was performed and embolization of the inflow vessel to try and block the flow was attempted. Three 10 mm nester embolization coils and four 12 mm nester embolization coils were delivered to the sac and area just proximal to the inflow vessel. The physician was unsuccessful in accessing the inflow vessel; and the vessel remained open. It is unknown whether the type ii endoleak was resolved. Aneurysm enlargement from 6.5 mm to 6.8 mm was reported. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - users are mad aware of the risk associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the instructions for use (IFU) states: adverse events that may occur and/ or require intervention include but are not limited to; aneurysm enlargement, embolization. According to the gore excluder aaa endoprosthesis instructions for use, patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.